Event description:
It was reported that when the device was used during a low anterior resection, the anastomosis was not completed. The circular stapler made a rare noise during firing. The surgeon had to do a new anastomosis. There was no patient consequence.